Manufacturer narrative:
The device was discarded by the account following removal.

Event description:
It was reported that the pain pump which had been placed following a wrist reconstruction procedure, stopped delivering the medication. The pump was removed without incident and the pt continued taking the oral medication which had been prescribed at the time of discharge.